Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident. The family decided to extubate the patient and make him a do not resuscitate/do not intubate. The patient died later in hospice. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Serious and life threatening adverse events have been associated with the use of all vads. The instructions for use warns that a user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding, neurological dysfunction and stroke have been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. The instructions for use outlines guidelines for optimal patient care. Although a definitive root cause conclusion cannot be made, clinical factors and patient comorbidities may have impacted the event; there is no indication of any device malfunctions or performance issues related to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the hospital ventricular assist device (vad) coordinator that the patient was admitted with stroke symptoms with computed tomography (CT) scan demonstrating a hemorrhagic stroke. The patient was transferred to hospice where he later died. Additional information obtained from the study database indicated that on (B)(6) 2014 the patient was found to be obtunded (last normal 13:30), and at the hospital was found to have a 3.4c3.1x4.3cm right intraparenchymal hemorrhage with blood-fluid levels and no midline shift. At this point he was vocalizing only in moans with right gaze preference and minimal movement of the left upper extremity. International normalized ratio (inr) was 2, reversed to 1.2, also with elevated platelet function assay (pfa). He was started on keppra for seizure prophylaxis and transferred to the implanting site. The patient arrived intermittently following commands with left hemiparesis. After discussions with the family the decision was made to extubate the patient and make him a do not resuscitate/ do not intubate (dnr/dni). The patient was discharged to hospice on (B)(6) 2014. The pump was not explanted.